Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00618. It was reported a cerebrospinal fluid (csf) leak occured when the physician was implanting scs trial leads on (B)(6) 2018 .the patient reported headache since the trial leads implanted. Reportedly, patient was taken to the emergency room on ((B)(6) 2018). As such, physician explanted the leads on 08 march 2018. No further information is available at this time.